Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_recharger_acc, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that their recharger screen was blank. Upon troubleshooting it was determined that the patient was getting poor coupling. The patient declined to troubleshoot. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #pli 10: evaluation determined that investigation is needed because it was reported that a patient was getting poor coupling. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; without additional information, the rrot cause for the couplig issues remains unknown. Pli 20: evaluation determined that investigation is needed because it was reported that the patient's recharger had a blank screen. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because investigation determined that the cause of the event was not design, manufacturing, or supplier related. Supporting event information used to make this determination includes through troubleshooting it was confirmed that the recharger screen was working. Concomitant medical products: product ID: neu_recharger_acc, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they repositioned the unit to their body in order to resolve the poor coupling issue. The patient stated that it was the ¿flat disc¿ that they repositioned. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.